Manufacturer narrative:
The explant date is an estimate. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed in (B)(6) 2020 due to infection. The patient recently underwent a reimplant procedure to place a new aus. No further complications were reported in relation to this event.